Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was attempting to broach the femoral canal of patient indicated above. The broach got stuck in the canal, so they had to open the stem removal tray, which included a depuy slap hammer. With the use of a depuy adapter, the slap hammer was attached to the stem distractor and an attempt was made to remove the broach from the patient's canal. Unfortunately, in the process, the slap hammer and adapter was damaged beyond repair. To review. One slap hammer was damaged as well as one adapter, the case was delayed , but the surgeon understood , considering the circumstances. All broken pieces were retrieved and he apologized for the damage. There was 90 minutes surgical delay.